Event description:
Discordant immulite human chorionic gonadotropin (hcg) result was obtained on a patient sample. The result was not reported to the physician. Upon retest the correct result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
A siemens global product support specialist (gpss) evaluated the immulite instrument data. Analysis of the instrument data indicates that the cause for the discordant hcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.